Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 43 occurred on 04/03/2024 10:11:11.000 in history files. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 43 was isolated to electronic stack. Cosmetic damages were noted during visual inspection. Unable to verify customer's high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 . The customer reported blood glucose value of 294 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: customer not using the pump for the past few days and having issues with rewind process due to pump error 43. Document treatment for high blood glucose: correction doses. The event involved product(s) mmt-342, mmt-431ah, mmt-1884, mmt-7040a. Troubleshooting was performed, customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. Customer reported high blood glucoses. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431ah. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.